Event description:
It was reported that the patient underwent a sling procedure in 2006. Postoperatively, the patient is still experiencing mixed urinary incontinence. The patient received a tegress injection the following month.

Manufacturer narrative:
This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00585 for the other medwatch. The same patient is represented in each medwatch. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.